Event description:
It was reported that the sponge of an unspecified quantity of minicaps were dry. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.